Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information becomes available a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
Per the customer: the piston doesn't oscillate when pressing the start / stop button. The performance check failed (because the piston won't oscillate when pressing the start / stop button), so the 3100b couldn't be used on patient.

Manufacturer narrative:
Results of investigation: the suspect power driver displacement indicator printed circuit board assembly was returned to the carefusion failure analysis lab for evaluation. The results of the investigation were able to duplicate the reported issue and isolate it to a faulty integrated circuit on the printed circuit board. This is considered a known issue and is being addressed through an internal investigation.